Manufacturer narrative:
Unit received stuck in critical pump error (open book image) and unable to download, problem isolated to electronic board. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to critical pump errors. Unit received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay and slightly peeling end cap address label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump had critical pump errors alarm. Customer blood glucose reading is 132 mg/dl. When the customer took out the battery, the insulin pump had red x with something under it with an arrow pointing to a book with a question mark. Troubleshoot was performed. Customer was trying do delivery bolus when critical pump error occurred. Customer recommended customer refer to back up plan per healthcare provider instructions. The insulin pump will be returning for analysis.